Event description:
Event description boston scientific, crm received information that this left ventricular (lv) pacing lead was reported to have a fracture. A procedure was performed to repair the lead with a vku 17 osypka repair kit, and the lead remains implanted. The cardiac resynchronization therapy defibrillator was prophylactically explanted during the procedure, as it is included in the advisory population described in the physician communication on august 26, 2005, and it was at middle of life 2 (mol2) status. No adverse patient effects were reported.